Event description:
It was reported that the patient presented in clinic with bradycardia. Upon interrogation, it was noted that the leadless pacemaker was not capturing appropriately due to high capture threshold. Temporary programming changes were made. On (B)(6) 2023, the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture could not be confirmed. Final analysis was performed, including output and pacing verification, and the device exhibited normal device characteristics without any anomalies. Visual inspection showed that the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.